Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) was explanted in a secondary surgical procedure, from the left eye of a female patient. Additional information was received and it was learnt that the lens was explanted because of a refractive surprise. No incision enlargement, no vitrectomy was performed, no sutures were used and no patient post-op injury was reported. No further information was provided.

Manufacturer narrative:
Corrected data: additional information was received and it was learnt that the lens zct150 +20.5 diopter with serial number (B)(4), initially reported as explanted, was instead the replacement lens. The explanted lens is the zct150 +25.0 diopter with serial number (B)(4) already reported in the MDR report 9614546-2017-00002. No issues were reported for the lens (B)(4) and to date it remains implanted in the patent's' eye. Serial #: (B)(4), catalog #: zct150u250, expiration date: 6/15/2020, UDI #: (B)(4). Manufacturing date: 6/15/2016. (B)(4). All pertinent information available to abbott medical optics has been submitted.